Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, multiple scratches are on the iols over the past four weeks. Additional information has been received states the scratches may be related to new technicians loading the iols. Training has been scheduled.